Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer stated the insulin pump has an ink stain on the lcd screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no ink on display window area noted during visual inspection. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.